Manufacturer narrative:
The processor pca was returned for failure analysis. During the lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board.

Event description:
It was reported to philips the 12 lead displays broken lines on the screen. There was no patient involvement.